Event description:
A physician was performing a removal and implantation of a medtronic MRI conditional micra single chamber transcatheter pacing system. Venous access was gained and an amplatz super stiff wire advanced. The vein was pre-dilated and the micra introducer was advanced. The micra transvenous delivery system was advanced through the introducer. The micra transcatheter pacing system was deployed in the right ventricular septum. The tether suture was cut and the delivery system was removed. The delivery system was then flushed thoroughly and a 7mm amplatz goose neck snare was inserted. The delivery system was then advanced through the introducer and the chronic micra pacemaker was snared. During retrieval into the delivery system, the snare separated and the micra dislodged into the left pulmonary artery. At this time, the left groin was prepped and draped in the usual fashion. The left femoral vein was accessed and a 6 fr sheath was inserted. An 6 fr multipurpose catheter and 25mm goose neck snare were advanced to the left pulmonary artery and the micra pacemaker was snared by a tine. The system was then pulled into the right atrium. The micra became dislodged from the snare and became lodged in the right pulmonary artery. The multipurpose and 25 mm goose neck snare were then directed to the right pulmonary artery. After multiple attempts, the micra pacemaker was snared by the proximal retrieval feature and pulled into the ivc. At this point, another 25mm goose neck snare was advanced through the micra introducer. This snare was advanced over the snared micra pacemaker and then pulled into the introducer. Fluoroscopic confirmation of the micra pacemaker and snares was performed and the entire system removed through the introducer. A figure of 8 suture was utilized around the introduce and incision, and then removed. Manual pressure was held. No patient injury was reported.